Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a total lap hysterectomy, bso, cystoscopy procedure on (B)(6) 2025, and ¿balloon wouldn't inflate.¿ further assessment found the ¿device was in the patient but the balloon wouldn't blow up", and the user had not tested the balloon by inflating and deflating it with air prior to performing the procedure. The procedure was not robotic. ¿an additional device (same device) was opened and used", and the procedure was completed as normal with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, and her current status was reported as "stable". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a total lap hysterectomy, bso, cystoscopy procedure on (B)(6) 2025, and ¿balloon wouldn't inflate.¿ further assessment found the ¿device was in the patient but the balloon wouldn't blow up", and the user had not tested the balloon by inflating and deflating it with air prior to performing the procedure. The procedure was not robotic. ¿an additional device (same device) was opened and used", and the procedure was completed as normal with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, and her current status was reported as "stable". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 60-6085-201a found that the balloon had a tear and could not inflate when air was applied. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be a tear causing the balloon to leak air. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.